Event description:
The customer reported that following a diagnostic catheterization procedure in 2001 a vasoseal es was deployed. During the deployment it was thought that the collagen was deployed intra-arterially in the common femoral artery. The pt was taken to surgery for repair to the artery and removed of the collagen. The pt was stable following surgery and remained in the hospital for four days. No further complications were reported.